Event description:
Fibrous rind (dense adhesions). The 75 year old female pt received 1 sheet of seprafilm during surgery for total abdominal colectomy. Ileorectal anastomosis, removal of marlex, and lysis of small intestinal adhesions in 1999. The seprafilm was placed at the anterior abdomen, on top of the small bowel in the pelvis. The pt's history includes multiple remote surgeries for pelvic floor prolapse and ventral hernia with mesh placement. What was described as a thick rind surrounding the small bowel was noted during re-exploration of the abdomen 10 days post surgery. The reporting physician felt that this event was related to the use of seprafilm. The pt developed bowel ischemia and died on 9/3/1999. The reporting physician stated that the death was not related to the event. The autopsy report stated the following diagnoses: ischmeic enteropathy, severely involving the distal duodenum and jejunum due to severely occlusive atherosclerosis of the celiac and superior mesenteric arteries, obstructive enteropathy due to extensive fibrous adhesions of the small intestine, hypertensive cardiovascular disease with left ventricular hypotrophy, probably due to unilateral renal vascular disease with left renal atrophy, atherosclerosis, moderate pulmonary congestion and edema. No further details were made available.